Event description:
Rptr stated that back to back tests performed on the surestep meter were 426, 286 and 210 mg/dl (70% difference); control solution test result was in range. No symptoms were reported. The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.